Event description:
It was reported that during an unknown procedure, the surgeon did esophagus and stomach anastomosis noted that the trigger could not be fired completely. No additional tissue in the anastomosis by visual inspection. The surgeon adjusted the knob at the staple height of 1.5mm but failed to plastic to plastic even if with higher force. The tissues could not be cutting and stapled. The surgeon had to change to local device to complete. There were no adverse consequences for the patient reported. As the patient had hepatics, sample had been discarded.

Manufacturer narrative:
(B)(4).